Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: rt says that vent suddenly turned off. I don't show record of this happening in the logs, looks like they turned it off during reported event turned it on for a bit then off. The biomed then went to the machine and you can see when they sent me the logs patient was bagged and ventilator was switched. No harm came to the patient.

Event description:
Hamilton medical ag received the following event description: rt says that vent suddenly turned off. I don't show record of this happening in the logs, looks like they turned it off during reported event turned it on for a bit then off. The biomed then went to the machine and you can see when they sent me the logs patient was bagged and ventilator was switched. No harm came to the patient.

Manufacturer narrative:
During ventilation of a patient, the respiratory therapist reported that the ventilator suddenly shut down. Based on available information, it appears the device may have been manually turned off and briefly restarted before being turned off again. The patient was transferred to another ventilator. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. No further feed back was received despite reminders. No part was replaced, correction was unknown and the exact root cause could not be confirmed. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.